Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, h2, h3, h6. Corrected field: h6 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the operation of the power button was heavy and did not return and failure of power supply unit, based on the results of the investigation, for the initial reported a definitive root cause could not be identified. For additional findings it is likely the following led to the malfunction: the failure of the power supply unit caused the power button not to return to its heavy operation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The issue occurred before of a therapeutic transabdominal preperitoneal (tapp) procedure that was completed with a backup device.

Event description:
It was reported that the video system center had a video image malfunction. The issue was found during inspection for use. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.